Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's left ventricular (lv) lead was not functioning. An impedance of greater than 2500 ohm and no capture were noted. This lv lead was then suspected to have a conductor fracture. This lv lead was abandoned surgically. No additional adverse patient effects were reported.